Event description:
Report received of a non-delivery. The homeare provider reportedly programmed the pump to deliver 300mg of cipro in an unspecified solution over 30-minutes. Reportedly, the pump display was incrementing as though fluid were being delivered, but drop flow in the drip chamber was not confirmed. Reportedly, thirty minutes later the pump display indicated that the infusion was complete, but the IV bag was still full. The homecare provider contacted the homecare nurse and was instructed to re-insert the tubing and re-initiate the infusion. The homecare provider reported that after the tubing was re-inserted into the pump, the infusion was delivered without incident. There were no reported adverse pt effects. Though requested no addditional info was provided.